Manufacturer narrative:
(B)(4).

Event description:
A report was received from a company representative regarding a mother reporting her (B)(6) son experienced burns on his arms and redness on his hands while using equate cryogenic wart remover. The mother reported using equate cryogenic wart remover on her son on (B)(6) 2015, using an unknown amount topically for wart removal. After using equate cryogenic wart remover, the son experienced burns on his arms. The consumer stated when she used equate cryogenic wart remover, it ignited and caught on fire. Her son's arms were burned and his hands became red. The mother she did not have anything lit in the home when she used equate cryogenic wart remover . The mother reported that when she had laid out the insert, the product and its components out on the table and went to apply it to her son' s hand, as he extended his hand the product ignited (blue flame) and burned his arms. The mother reported that she could not recall if she dropped it because it scared her or if the product ignited and forcefully shot out of her hand. The mother reported that the product rolled on the linoleum floor under the kitchen cabinet and the blue flame was still ignited. The mother reported that she had to crawl to reach it and put the blue flame out. The mother reported that she discontinued use on the same day and she brought her son went to the ER within an hour and a half where his hands and arms were examined.